Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
Related manufacturer report number: 1627487-2022-03095. It was reported that the patient was experiencing ineffective therapy. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.